Event description:
It was reported that the pump slipped out of the customers pocket and the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.